Event description:
I've been using the philips CPAP machines for over 8 years, both of my units are subject to the recall. Starting back sometime in 2016 I noticed some strange odors coming from my CPAP after starting therapy, and again in the middle of the night after being awakened by headaches and sometimes feeling nauseous. This was not all the time, but started to increase as time went on. I started experiencing a lot of headaches, and runny noses. This seemed to slow down when I got my new dream station in 2018, after about a year or so the symptoms started to return, more frequently. The symptoms never really stopped. I've also experienced increased sinus infections, upper respiratory infections, uncontrollably sneezing, runny eyes and had contact dermatitis around my nose and cheeks. I'm very concerned about the possible and potential risks of chemical exposures, and toxic carcinogenic affects due to off-gassing, because of the many years of therapy that I've been using these 2 CPAP machines. Waiting on insurance permission to have the 2nd CT scan of my sinuses. Both test were ordered on the same prescription request made by my doctor. Was only allowed the first test, by the insurance company. FDA safety report ID # (B)(4).